Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-nov-20 additional information was received from the patient. They reported that they had been in contact with the doctor about their issues. They stated that the cause of both issues was unknown, but they had an appointment on (B)(6) 2025 where a change was made that resolved both issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that the the patient said the therapy was working very well for them, but then all of a sudden, today, they started having a bowel movement come out. The patient said they went to adjust their stimulation, but it took them to program 7 and they can't get it to go back to program 6. Patient services walked patient through changing back to their original program;, while changing to their original program, they received an "operation failed" message. The patient increased stimulation to a comfortable level. The patient will maintain the stimulation level and will continue to track symptoms. Confirmed stimulation in the bicycle seat area and comfortable. Redirect to doctor if the issue persists.